Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated. There were no defects observed with the system or software. The device log files were analyzed and it was determined that the pointer measured the distal and anterior chamfer cuts within the expected performance of the system. Therefore, the reported condition could not be confirmed. The assignable root cause for the event could not be established as no defect was found.

Event description:
It was reported that following a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, all of the cuts were off. It was reported that this was noticed after completing the surgery and checking the cuts per the system plan. It was reported that initially the cuts were off by about 1.5mm. The saw blade was re-registered and it seemed to fix the problem. However, upon trialing it was noticed that there was a clear discrepancy between the medial and lateral distal condyle. When checking with the pointer again, it was reported that the cut was 3.5mm under resected. It was reported that no movement in the array was noticed so the cut was "free handed". It was reported that a press-fit implant was used. It was reported that there was no malfunction with the saw interface device. It was reported that the device was being used with a robotic assisted base station. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2023. UDI: (B)(4).